Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was rebooted and an attempt was made to recover it, but it was still not detected on the bus. The field service engineer (fse) found that the full height drawer 4 had failed and all pockets were non functional. An rx recovery attempt was made, but the drawer could not be recovered. Upon opening the back of the drawer, the fse observed that the pyxibus controller showed no lights on the right side of the controller there was no power pulse (yellow), no drawer position light, and no pyxibus communication light. The fse pulled the drawer and reseated and inspected all cables, but the issue persisted. The fse then replaced the pyxibus controller cable, tested the drawer using the test software, and had the customer inventory multiple pockets. All pockets and the drawer were confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4 not detected on bus, which located on ut2or sub. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.